Event description:
It was reported that the insulin pump had delivery anomaly. Customer stated that the insulin pump started to give insulin by itself. Customer stated that her blood glucose went really low and went really high. Customer stated was not sure if she pressed wrong buttons. No blood glucose reading provided. Advised customer to monitor her insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.